Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) could not be reviewed as a serial number was not provided. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. No corrective or preventative actions apply to this case. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received notification that a patient with an 29mm edwards valve implanted in the mitral position underwent a valve in valve replacement after an implant duration of approximately 12 years and 11 months due to degeneration with a gradient of 5mmhg. A 29mm transcatheter valve was implanted by a transeptal approach. After the procedure, the patient was noted to be stable.